Manufacturer narrative:
Device expiration date: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). Approximate age of device - 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was expired on (B)(6) 2019, two days after lvad implant, due to cardiogenic shock. According to the account, the death was not considered to be device related. The device operated as expected and the pump will not be returning for evaluation. No further information was provided.